Event description:
It was reported that arteriotomy closure of a common femoral artery (cfa) was attempted using a perclose at after a coronary interventional procedure. Reportedly, the perclose at was attempted to be advanced into the vessel, but unsuccessfully. The device was removed and a proglide was then attempted. The proglide went down a lot easier into the artery but when the plunger was retracted from the device body, there was no suture present. The lever was returned to its original position; however, the device could not be removed. A vascular surgeon was called in, and a decision was made to take the patient to vascular surgery for device removal. Prior to take the patient to surgery, the vascular surgeon pulled the device out from the groin. A small tear was noticed in the cfa, which was repaired with an endo patch. There was a clinically significant delay of 3 hours, from the point of the proglide being stuck in the groin to the completion of the tear and surgical closure. There was no adverse patient sequela. It was indicated that upon device removal it was observed that the foot of the proglide was still deployed. The vascular surgeon indicated that the patient was morbidly obese and this contributed with the device issues. The physician who performed the index procedure and attempted to deploy the perclose at and the proglide is reported to be trained in the use of those devices. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be morbidly obese. The safety and effectiveness of the perclose proglide and perclose at devices have not been established in patients who are morbidly obese. Device (B)(4) - incorrect removal. The device instructions for use indicate: do not advance or withdraw the perclose proglide against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The device is being retained at the hospital but it was indicated that after internal investigation it will be released to the manufacturer for analysis. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The perclose at device is being filed under separate medwatch report number.

Manufacturer narrative:
(B)(4). Correction - device reportedly not returned for evaluation. It is indicated that the device was retained by the hospital and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Reportedly, the device was forcibly pulled out of the groin and a small tear occurred in the common femoral artery. The perclose proglide instructions for use (IFU) state: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Additionally, the physician who pulled the device out from the groin is not trained in the use of the device. The IFU also states: the perclose proglide device should only be used by healthcare professionals who are trained in diagnostic and therapeutic catheterization procedures and who have been trained in the use of this device by an authorized representative of abbott vascular. Based on the reported information and the manufacturing inspection criteria a definitive cause for the reported inability to remove the device and associated patient effects could not be determined; however, the patient being morbidly obese and an untrained user withdrawing the device against resistance may have been contributing factors. Based on the information reviewed, there is no indication of a product deficiency.